Manufacturer narrative:
Unit received with operating currents within spec. No unexpected low battery alarms noted. However, unit alarmed unexpected weak battery and failed battery test were noted due to faulty battery tube. Unit functioned properly after unplugging and plugging the battery tube connector into b1 I/b. Unit received with cracked case at display window corners, battery tube threads and reservoir tube lip. Unit received with minor scratched lcd window. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 254 mg/dl. The customer reported a weak battery alarm from the insulin pump. Troubleshooting was done. A new battery cap for the insulin pump would be shipped. The customer reported that the new battery cap for the insulin did not resolve the issue for the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.